Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality control (qc) results were in range. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse inspected the dimension vista 500 and identified a malfunction with the sample probe 1 (s1) mixer. The cse replaced the part, and verified the operation the dimension vista 500. Siemens evaluated the event, and the potential cause for the discordant result was the malfunction of the sample probe 1 (s1) mixer. The instrument is performing within specifications. No further evaluation of the device was required.

Event description:
The customer obtained one discordant, falsely depressed, carbon dioxide (co2) result on the dimension vista 500 instrument. The initial result was reported to the physician(s). The same sample was used for repeat testing on the instrument and on an alternate dimension vista instrument. The repeat result obtained on the alternate instrument was considered correct, and the customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.